Manufacturer narrative:
No 146870489 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for evaluation. The investigation and lot review is pending.

Event description:
The event involved a ndehp plumset 2claves-sl where it was reportred that the primary tubing failed- the patient was hooked up, nothing was running but it didn¿t affect him. It delayed treatment a few minutes just because the nurse had to get a new bag and new tubing. There was no reported harm.